Event description:
It was reported by svc report that the communication cable had missing pins and nurse call was not working. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.